Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017, it was reported to k2m inc. That a patient presented with a potential cage migration and sinking into the vertebral body.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That an cage moved and sank into the vertebral body.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the product has not been returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Implant positioning or choice of implant configuration could have contributed to migration. However, without the actual implant no definitive root cause can be determined.

Event description:
On (B)(6) 2017, it was reported to k2m inc. That a interbody spacer had migrated post-operatively. Patient remains asymptomatic.